Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's batteries were not lasting long, buttons were sticking and small cracks around the battery cap. Blood glucose level of the customer was unknown. The insulin ump will not be retuned for the analysis.